Event description:
It was reported that during a procedure, the tip of the unit broke off inside the knee of the pt. Further, no adverse consequences were reported to the pt.

Manufacturer narrative:
Additional info will be provided once the investigation has been completed.